Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that pt reports device has not worked since implant date. Pt states "believe I am part of the 20% of people that device does not work for". Pt reports was in the car with a dog that was jumping on pt like a trampoline and believes this may have affected the device. Pt reports feels painful stimulation in vaginal area and was unable to sleep from the pain yesterday. Pt reports pain started shortly after dog jumping incident on (B)(6) 2021. Pt inquired about turning therapy off. Agent walked pt through turning therapy off and assess symptom relief to rule out if issue is related to device. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received. The device was removed. No further complications were reported.